Event description:
Ams received info on 3/5/09 from a pt who was implanted with miniarc sling in 2008. Pt states that four weeks post-surgery, while walking up a few steps with a light bag of groceries, she felt pain in the surgical area and groin and had fresh bleeding for 4 or 5 days. She reported it to her dr at her six-week post appointment, he said everything was fine. She continued to have irritation in the vaginal area, she explored and felt sharp edge of the mesh protruding into the vagina and pain in the groin upper thigh. The mesh was removed in 2009. No further info provided.